Event description:
A customer reported that the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4) had low amplification curve sensitivity and threshold crossing. No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the (B)(4) software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. The instrument was repaired by replacing the lamp. This is the initial and final report for this issue.